Manufacturer narrative:
Section d.4 lot updated lot from 11134be00 to 11134be01. The complaint investigation for alinity I anti-hcv assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and testing of file kit sample of the complaint lot number. Trending review determined no adverse trend for the issue for the product. The ticket search by lot indicates that the reagent lot performs as expected for this product. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Labeling review concludes that the issue is adequately addressed. File kit testing showed acceptable results. No product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product list 8p06, that has a similar us product distributed in the us, list 8p05. An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated a (B)(6) on the alinity I processing module that tested (B)(6) with the colloidal gold test on one patient. The initial alinity I (B)(6) result was (B)(6) and repeated (B)(6). Through troubleshooting, the sample was sent for testing on the architect instrument and the result was also (B)(6). It is uncertain if the patient has an (B)(6) infection. No impact to patient management reported.